Event description:
It was reported that the patient presented for a scheduled generator change. Upon device interrogation prior to the procedure, it was revealed that the atrial lead exhibited episodes of over-sensed noise. The physician capped the atrial lead and implanted a new one on (B)(6) 2025. The patient condition was stable throughout the procedure.